Event description:
Health professional reported that a lap-band device was explanted due to an alleged port leak. The "pt had a fill and the surgeon noted that the "volume should have been" more than what was found. There was a "blue ring around leaking seal clearly seen after explant." Follow up findings: health professional reported that no diagnostic testing was conducted to confirm the leak. The event was noted when the "pt gained weight." A new port was implanted. The reporter did not know the device serial number.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product however the analysis has not been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter did not have further info regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Inadequate weight loss is addressed in the labeling. Allergan does not guarantee that every pt will achieve desired weight loss. Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. It this is the case, inflation of the band would not be appropriate."